Event description:
On 16jun2023(c.sides): this report is based on information provided by philips authorized service personnel (asp) -onsite engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device paddles will not connect. The device was in use at the time of the event; however, there was reportedly no patient harm. The asp evaluated the device on site. It was determined that this was not a malfunction, but a paddle failure caused by user error. It was determined paddles were not connected to system and test load was attached. Paddles were attached and an op check, shock test and controls check were conducted, and it was confirmed system operational. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It was determined paddles were not connected to system. Paddles were attached and an op check, shock test and controls check were conducted, and it was confirmed system operational. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.